Manufacturer narrative:
Open book error and alarm 37 noted in alarm history, problem isolated to force sensor. Cracked reservoir tube lip and keypad overlay texture damage noted during visual inspection.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that keypad was damaged. Insulin pump will be replaced. Blood glucose was not reported.